Manufacturer narrative:
Eval of the device revealed that the reported failure was caused by a loose socket connection. The mfg process has been modified to eliminate incidents of this failure.

Event description:
The device indicated an intermittent defibrillator communication error.